Event description:
The patient reportedly experienced sound quality issues followed by intermittencies with her device. External equipment was exchanged, but the problem was not resolved. Testing performed showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.